Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient became unconscious while the cgm was displaying 91 mg/dl. They were brought to the hospital where a bg was checked and it was 41 mg/dl. At the ER, the ER, the patient was provided peanut butter and was released five hours later. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.